Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for follow up the left ventricular lead exhibited high capture thresholds. No intervention had been reported.